Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the egm (electrogram) was not available. Data storage collected shows markers only. Concomitant medical products: 419688 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device was missing stored electrograms of the non-sustained ventricular tachycardia episode. The device remains in use. No patient complications have been reported as a result of this event.